Event description:
Primary right total knee arthroplasty performed in september of 1997, following by revision arthroplasty in 4/1998, to increase thickness of tibial bearing component. Second revision performed in 1/2001, replacing tibial bearing and patella button components. Cruciate peg on the tibial bearing component found to be eroded.